Event description:
A bipap a 30 s ventilator was returned to a third-party service center for remediation. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was present in the device event log in relation to (the device cannot be operated after three restarts). This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There were no repairs to the device. This device will be scrapped as per customer request.